Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant. Patient mentioned the issue charging their implant does it all the time and today was the first time it will not charge their implant. Patient stated they were trying to charge the implant for 3 hours and the implant was not charging. Patient noted the controller was at 50% and their implant was at 30%. Patient noted they reset the controller and left the controller to charge in the wall for 30 minutes and the controller still didn't charge past 50%. Patient mentioned their pain level was a 10; patient noted they were always in pain. Patient mentioned their back was tearing them up. Patient mentioned they got the spinal cord stimulator (scs) so they don't have to take so many pills. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger, ac power supply, and controller port. Agent walked patient through resetting controller; controller showed recharging 50% and implant 30%. Patient denied any error messages/codes. Agent asked patient to try another outlet; patient declined and mentioned their outlet works since they have their hearing aids plugged into the outlet. Patient mentioned they have to bend over in the chair to charge their implant and they have lost weight. Patient mentioned their implant moves around and they were suppose to have surgery to reposition the implant. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt called back stating the manufacturer rep resentative (rep) gave them a previous patient's battery pack on monday, to try to resolve these charging issues, but are still having issues. Pt stated they were told it would be about 2 hours to charge their controller with the replacement battery pack but it took about 6 hours. Pt stated in less than an hour, their controller battery went from 100% to 90% and their ins went from 100% to 80% with stimulation being off and not using the controller. Pt stated they used to not have to charge their implant for 4 days and their implant settings have been the same for 'over a year or so.' Pt stated their main concern is the fact that they have to stand, 'fold like a pretzel,' and have to press their recharger against their skin very hard to charge their ins and that causes pain. Pt stated their foot is currently in a boot and are suppose to be non-weight bearing but they have to put themselves in a certain way in order to charge their ins. Pt commented they'll just have this whole system taken out if things can't get better than this. Agent reviewed ins and battery pack charging considerations, redirected to hcp, and emailed the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the circumstances that lead to the issues charging was that they had lost weight. When asked about steps taken to resolve the issue, they stated that nothing had changed as of (B)(6) 2024. They stated that the implant still had them bent over to charge at the waist. The issue was not resolved.